Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer cover was malfunctioning due to failure of the outer cover, the objective lens had scratches due to failure of the objective lens, light guide chipping occurred due to failure of the light guide, and poor image quality was observed due to failure of the charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videos laparoscope exhibited outer cover failure, a scratched objective lens, a chipped light guide, poor image quality, and failure of the charged coupled device (ccd) unit. There was no patient involvement.